Manufacturer narrative:
The cause of the reported pericardial effusion could not be conclusively determined.

Event description:
Related manufacturing reference numbers: 3005334138-2017-00236, 3005334138-2017-00237, 3008452825-2017-00308.

Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following ablation of the cavotricuspid isthmus at the end of the procedure, the catheter was advanced to the left atrium and the patient became hypotensive. An echocardiogram revealed an effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.